Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to adjust their pressing technique and remove the pump from its case, but the difficulty persisted. Consequently, technical support arranged for a replacement pump, instructed the customer on how to allow the current pump¿s battery to deplete fully before returning it, and ensured the customer¿s understanding of returning the problematic pump within ten days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.